Event description:
It was reported that a patient underwent an oral procedure on an unknown date and suture was used. Within two months post procedure, the patient experienced granuloma development and underwent an additional granuloma removal surgery. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent oral surgery for trauma/accident case with a contaminated wound. Deep dermal tissue was closed using simple interrupted suturing technique. The patient present with a granuloma approximately 13-15 days post-operative. The surgeon opines that patient is a young healthy adult without any medical issues.

Manufacturer narrative:
(B)(4) - granuloma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.